Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load sequence. The customer's blood glucose level was 400 mg/dl and was addressed with a bolus. The customer was able to load a new cartridge successfully.